Event description:
The customer observed falsely decreased magnesium results on alinity c processing module for one patient. The results provided were: on (B)(6) 2022 initial=0.87 mg/dl /repeated on another analyzer due to delta check=2.3 and 2.4 mg/dl which matched with previous history laboratory reference range for magnesium=1.5 to 2.2 mg/dl there was no reported impact to patient management.

Manufacturer narrative:
There was no further patient information provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the and replaced the sample probe list number 04s51-01 which resolved the issue. A review of the alinity c-series processing module, serial number (B)(6) service history found one (1) additional service ticket ((B)(4)) that may be related to the current complaint. A review of tracking and trending of the alinity c processing module or the parts, did not identify any trends associated with the complaint issue. A review of historical data revealed no trends, systemic issues, or related nonconformances. The alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and the removal, replacement and verification of list number 04s51-01 sample probe. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c-series processing module, serial number (B)(6) or the sample probe.